Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 200cc gel breast prosthesis (right device) and a mentor memorygel breast implant 300cc gel breast prosthesis (left device) that bilaterally ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed by MRI. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 340cc gel breast prosthesis and a mentor memorygel breast implant 235cc gel breast prosthesis on (B)(6) 2020. Rupture of the left breast prosthesis was discovered after explantation surgery. Both explanted devices were discarded after surgery. This medwatch report is for the patient¿s left breast prosthesis.